Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon indicated the patient has a small salzmann's nodule in the periphery (close to limbus) and may be the cause for bcva of 20/25. She also reported the patient has mild dry eye syndrome (des) which is not being treated at this time. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/31/2011, 01/03/2011, and 01/18/2011 by phone, fax, and mail. Additional information was received on 01/03/2012 by email. A completed questionnaire has not been received. (B)(4).